Manufacturer narrative:
The unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. No cosmetic damage noted.

Event description:
The customer called in to report high blood glucose levels after changing the infusion set. The customer's blood glucose level was 596 mg/dl. The customer reported symptoms of nausea and feeling warm. The customer performed the high pressure test and it failed twice. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer stated they did not have a back-up plan and would continue to use the device; the customer was advised not to. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.